Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a seizure a couple of weeks prior that had nothing to do with the insulin pump system. The customer stated that the insulin pump had been turning off automatically. The customer stated that the insulin pump went blank and shut off. The customer also received the threshold suspend alarm even though his blood glucose was high at 318 mg/dl. The customer declined troubleshooting for both high blood glucose levels and the difference in sensor glucose and blood glucose readings. Advised to monitor the insulin pump and call back if any issues persisted. Nothing further reported.